Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic for a post procedure follow up. The right ventricular lead exhibited loss of capture at maximum output. A drop in r-waves was also noted. The physician decided to replace the lead when it was revealed that it had been partially dislodged. An attempt to reposition the lead was unsuccessful due to trouble extracting and retracting the helix. The lead was explanted and a new lead was implanted. The patient was stable before, during and after the procedure.